Event description:
Patient underwent uneventful ilasik (B)(6) 2014. Presented at 1 day post treatment on (B)(6) 2014 with striae in both eyes. Patient brought in the laser suite and flaps lifted ans stretched in both eyes. (B)(6) 2014 visual acuity sans corrected (vasc) 20/30 right eye and 20/30 left eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.